Event description:
Per the clinic, the patient developed swelling and an ulceration at the magnet site following an MRI (1.5 tesla) on (B)(6) 2013. The internal magnet was not removed prior to the MRI. The patient was treated with antibiotics (type, dosage and duration not reported) and fucidin ointment. The symptoms resolved and the patient resumed use of the device. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.